Event description:
It was reported that there was a lead warning for low impedance on the atrial lead. The lead will be monitored and rechecked at next patient visit. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.